Manufacturer narrative:
External insulation abrasion was noted at 16.7-16.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 14.2-15.5cm, 29.5-30.6cm, and 38.5-38.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 47.0-47.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of loss of therapy delivery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the lead was explanted due to suspected fracture. Patient condition was good.